Manufacturer narrative:
A ge rep evaluated the system and found the sun computer needed to be replaced. The computer was placed on order. It is anticipated that when the computer is replaced, the system will operate as intended.

Event description:
The customer reported the system will not display an image. No pt injury was reported.